Event description:
The swan-ganz was being inserted via cordis right (rt) internal jugular (ij) and twice the balloon broke. The depth of first one was about 60 cm but never got a right ventricular (rv) wave. The second one had the same difficulty. The patient has atrial and mitral prosthetic valves. One swan-ganz catheter was tagged and send to central supply for follow up. The patient was maintained with a triple lumen catheter and arterial line. The patient was managed by medical critical care (mcc) and discharged 4 days later.